Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported following an intraocular lens (iol) implant procedure, the patient vision was not better. The lens was explanted and replaced with another lens in a secondary procedure. The clinical reason for the explant was mentioned as the vision not better with visual acuity, changed to improve vision. Additional information was requested. There are two medical device reports associated with this patient. This report is associated with the right eye.